Event description:
The patient service representative (psr) assisting a (B)(4) old female patient contacted zoll lifecor customer support to report when she is unable to baseline the patient. The patient's electrode belt was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt (B)(4) has been completed. The reported problem (unable to baseline) has been confirmed. The cause of the belt not being able to baseline was due to a shorted pin on the j703 connector, not allowing a full connection to be made. The root cause of the defective pin was likely due to an assembly error. After the j703 connector was replaced, the belt was fully functional. No adverse event resulted from the damaged connector. The patient received a replacement electrode belt.